Manufacturer narrative:
Product assessment is still pending. A supplemental will be filed when the assessment is complete.

Event description:
It was reported that illegible expiration date was noted.

Manufacturer narrative:
Reference CAPA-20-00141.